Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for a scheduled pulse generator change out procedure. The right atrial lead exhibited noise which was initially identified during a clinic visit. The noise had been reproducible in clinic when rotating the left arm across the chest. The lead was successfully capped and replaced. The patient was in stable condition post surgery.